Event description:
A patient reported that their front tooth has not moved where it is supposed to be. The tooth does not touch the aligner on the front or back side. The patient went back to step 5 previously for 2 weeks each time and still it hasn't shifted, that tooth has not moved forward at all it seems.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.